Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient complained of abdominal pain and the patient's blood pressure had lowered when the right atrial (ra) lead was placed. The physician thought there was vascular damage, therefore the ra lead was removed, the ra implant attempt was aborted, and the incision was closed. It was noted that an examination was performed but no blood vessels were observed to be damaged. The physician decided that the abdominal pain was due to the long procedure time. The patient was treated with medication for low blood pressure and a contrast computerized tomography scan was performed. An ra lead was implanted at a later date. No further patient complications have been reported as a result of this event.